Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was in the hospital with peritonitis. Follow-up with the pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of nausea, vomiting, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned negative for growth (preliminary 72-hour result); however, the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and was recovering from the events. The pdrn stated the cause of the peritonitis was never investigated. The patient returned home and completed her treatment on (B)(6) 2022 utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis (characterized by cloudy peritoneal effluent fluid, nausea, vomiting and abdominal pain), which required hospitalization and antibiotic therapy. The pdrn reported the cause of the peritonitis was unknown; however, the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the patients¿ liberty select cycler and liberty cycler set can be disassociated from having caused or contributed to the patient¿s serious adverse events. Should additional information become available, the need for a clinical investigation will be re-evaluated and the file will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was in the hospital with peritonitis. Follow-up with the pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of nausea, vomiting, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned negative for growth (preliminary 72-hour result); however, the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and was recovering from the events. The pdrn stated the cause of the peritonitis was never investigated. The patient returned home and completed her treatment on (B)(6) 2022 utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.